Event description:
It was reported that the patient is having difficulty in manipulating his pump; he states that it feels like a "golf ball" and he can't squeeze it; he states that once or twice he has been able to barely squeeze but that he can't get any fluid to transfer. The patient is familiar with the device as this is his second one. Patient liaison went over trouble shooting maneuvers with him to include burp and anti-stiction and recommended to attempt these maneuvers after a warm shower or soak to make the tissue more malleable. The patient will contact if he has further questions.